Event description:
Boston scientific received information that this programmer (prm) screen was locked and when it came up, it could interrogate device but then flashed once and would not respond to touch screen or wand. This problem persisted whenever the field representative tried to use this prm. The field representative will be returning this programmer for analysis testing. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis did not confirm allegation however it was indicated the programmer (prm) was out of specification as the input and output (io) printed circuit board (pcb) was burned when opened at reassembly and it was replaced. Touch screen was functional but visibly dented and touch screen resistance between pins 4 to 5 measured open. It was suspected dent came from closing on lid improperly and stowed stylus several times. Touch screen was also replaced. This programmer then passed all tests without issue.